Manufacturer narrative:
(B)(4). The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water corroding electronic assemblies and force sensor flex connector causing electrical short. Unit also received with cracked case (battery tube), cracked case on battery side, scratched case, cracked keypad overlay at select button and stained keypad overlay. In conclusion, the unit was received an unexpected flashing medtronic logo due to corroded electronic assembly. Customers concerns for cosmetic damages were confirmed when unit was received with cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and the insulin pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and the device was returned for analysis.